Event description:
The manufacturer received information alleging unit alarming for vent service required while not in patient use. There was an error code related to the internal battery found in the event log. There was no harm or injury reported. Evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. The customer has been advised to replace the internal battery to address the issue. Customer is taking responsibility to correct/repair the device.